Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s father reported a low blood glucose (bg) event after dinner when the ilet delivered excessive correction insulin. The user had been on the ilet for seven days. Review showed a previous night¿s high bg above 400 mg/dl for over 90 minutes, which likely influenced the algorithm¿s response. The agent explained that the ilet adapts over 24 hours and will adjust future corrections accordingly. The lowest blood glucose (bg) recorded was 56 mg/dl. Bg was corrected with juice and glucose tablets. The symptoms experienced by the user included tiredness and heavy legs. No medical intervention was reported at the time of call.